Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was broken, unable to close, and the entire drawer failed. A field service engineer guided the customer and stated they would contact the pharmacist to secure the medications and replace the pocket to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer failed, the lid would not stay shut the customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.